Event description:
The pt did not respond to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 1999. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.